Event description:
User facility medwatch received that states that the patient was implanted with a heartmate 3 left ventricular assist system (lvas). Bronchoalveolar lavage (bal) fungal culture and endotracheal tube (ett) fungal culture on the day of implant were both positive for aspergillus flavus in the context of fevers and increasing inflammatory markers. The patient was found to have diffuse centrilobular ground glass nodules through chest computed tomography (CT) and was diagnosed clinically with invasive pulmonary aspergillosis. The patient also later developed respiratory failure which required re-intubation with recurrent pneumothorax. The patient did not have a mediastinal re-exploration prior to death but there was concern for possible fungal mediastinitis as well. Autopsy results were pending.

Manufacturer narrative:
Voluntary mw number mw5111827 was received on 06sep2022 section a&d: patient and device information were requested but were not provided manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas) and the reported event and patient outcome could not conclusively be established through this evaluation. Furthermore, a specific cause for the reported infection could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event and device serial number; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.